Manufacturer narrative:
(B)(4).insulin pump was received with intermittent button response due to flattened act button dome switch. Keypad connector was fully locked. Device had minor scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the act button on the insulin pump was not responding. Button error alarm was confirmed. Blood glucose value is 201 mg/dl. Nothing further reported.